Manufacturer narrative:
Alcon is investigating an increased number of cases of aseptic endophthalmitis cases reported since (B)(6) 2015 in cataract surgery patients who received restor® iols in various clinics in (B)(6). We take this situation very seriously and in the interest of patient safety, are voluntarily recalling restor® multifocal iols manufactured specifically for the (B)(6) market and advising surgeons in (B)(6) whose clinics have inventory of restor® iols to stop using these iols. Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There has been one other complaint reported in the lot number (fellow eye). No further information is expected. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported that following an intraocular lens (iol) implant procedure, a patient developed inflammation. The symptoms improved with steroid treatment. The lens remains implanted. No further information is expected. There are two medical device reports associated with this patient. This report is for the first eye.

Manufacturer narrative:
Evaluation summary: based on a review of complaints received, a signal for post-operative inflammation was identified for restor® iq and restor® toric iols in (B)(4). The manufacturing investigation pointed to the difference in manufacturing processes for the (B)(4) market and multifocal lenses as a potential differentiator. The manufacturing investigation has not identified a root cause to date. Data analysis so far has confirmed that these complaints are significant and concentrated around the (B)(4) market for the identified multifocal lenses. On april 13, 2015 the impacted product was put on voluntary hold in the (B)(4) market and issuance of the market caution letter. On april 16, 2015 due to a significant increase in reports of post-operative inflammation cases reported in cataract surgery patients who received the identified multifocal intraocular lenses (iols), a voluntary product recall was issued against all lot numbers and models of the identified multifocal iols manufactured specifically for the japan market. A corrective and preventive action has been instituted; the investigation is ongoing. The manufacturer internal reference number is: (B)(4).